Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was not possible to identify the exact cause of the incident. However, it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented image noise due to a damaged charged coupled device (ccd). There was no patient involvement.